Manufacturer narrative:
The display was blank due to a faulty capacitor on the interface board. No further testing could be performed due to the blank display.

Event description:
It was reported that the insulin pump alarmed and the display went blank. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.